Manufacturer narrative:
(B)(4).

Event description:
It was reported that "an incident occurred on (B)(6) 2025 in surgery room. The guide was blocked in the catheter." Further information clarifies "after 7-8 cm, it was impossible to advance any further and impossible to remove the guide from the needle. We had to remove the entire needle. The guide came out entirely but completely bent at the exit point of the needle, as if it had been 'damaged' or 'twisted' by the tip of the needle." Additional information received states "there were three incidents exactly the same configuration, it was the jugular in each case, but a different operator was involved in each accident." The patient's current condition is unknown at this time. Assoicated MDR number include: 3006425876-2025-00597, 3006425876-2025-00599.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "an incident occurred on (B)(6) 2025 in surgery room. The guide was blocked in the catheter." Further information clarifies "after 7-8 cm, it was impossible to advance any further and impossible to remove the guide from the needle. We had to remove the entire needle. The guide came out entirely but completely bent at the exit point of the needle, as if it had been 'damaged' or 'twisted' by the tip of the needle." Additional information received states "there were three incidents exactly the same configuration, it was the jugular in each case, but a different operator was involved in each accident." The patient's current condition is unknown at this time. Associated MDR number include: 3006425876-2025-00597, 3006425876-2025-00599, and 3006425876-2025-00600